Event description:
An impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a medical history significant for coronary artery disease and renal insufficiency. During support, hematuria was observed in the foley catheter. Hematuria is a known clinical finding in critically ill patients receiving mechanical circulatory support and may be influenced by underlying shock physiology, renal dysfunction, anticoagulation requirements, and urinary catheterization. It is a known risk described in the instructions for use (IFU). The patient¿s clinical condition continued to decline, care was subsequently withdrawn, and the patient expired. The death is being conservatively reported to the impella 5.5 ; however, the device is unlikely to have contributed to the patient¿s death, which is most plausibly attributed to the underlying critical condition and refractory cardiogenic shock.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section g has been corrected since it was omitted from the initial report. H6 health effect - clinical code has been updated.

Manufacturer narrative:
The investigation was completed. Investigation summary: ppae (hematuria / renal failure) : the cause of the injury was not determined due to insufficient clinical details.